Event description:
The report received from the affiliate indicates that there was crack in the sds hub noted during use. There was no report of patient injury. Additional patient and procedural information has been requested, but has not yet been forthcoming.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. The product is said to be available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.